Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported the following event to the sales rep : "the surgeon began reaming with an engine (engine brand conmed linvatech with attachment for ao pro 2040 reamer) at 8 and advanced by half till 10.5. The reamer fractured on the proximal part, at the first spring. The reamer was into the patient at mid-diaphysal, in downhill position. The surgeon removed everything and took a new guide and a second reamer in size 10.5 to finish his medical gesture. The second reamer opened in mid-diaphysal, downhill position. Everything was blocked and the surgeon took everything out with arm strength using an american wrist and a ground. The surgeon changed again the guide and passed the guide size 11. Everything went smoothly and procedure could resume." The patient was (B)(6) year-old and with dense cortical and a very narrow canal at the tibia. He was treated normally with a nail diameter 9.

Manufacturer narrative:
The evaluation revealed both reamers to be primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The reamers were documented as faultless prior to distribution. As the reamer with lot# k041def was in use for approx. 1 year and the reamer with lot# k0cdf9b was in use for approx. 3 years it can be assumed that both reamers had functioned correctly in former surgeries as intended. The inspection show that both reamers were torsional overloaded in that way, that one reamer broke at its last spiral and the other one got constricted, uncoiled and plastically deformed so that the inserted guide wire got jammed. The cutting edges of both bixcut heads are damaged and blunt; an adequate cutting performance is no longer given. Based on the detailed event description most likely both reamers got stuck within the intramedullary channel of the tibia due to dense cortical bone and a very narrow canal at the tibia. Possible reasons for the jamming: the cutting edges of both bixcut heads were no longer sharp enough due to several usages in previous surgeries; therefore the cutting performance was influenced. The fact that an 11.0 reamer with a bigger cutting diameter could cut the cortical bone easily does confirm this theory; it was not reamed in 0.5mm steps so that too much cortical bone had to be cut with the reamers. Additionally too high rotation speeds could have led to the reamers breakage and uncoiling; it is reported that a non-stryker engine was used for reaming: ¿engine brand (B)(4) with attachment for ao pro 2040 reamer¿; the used rotation speed is unknown. All possible reasons for the reported event are addressed as warning and requirements in the IFU and operative technique (refer to labelling review). Based on the given information and the fact that no deviations were found in the DHR documentation a manufacturer related issue can be excluded. The case is attributed to the user (user error). Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
The customer reported the following event to the sales rep : "the surgeon began reaming with an engine (engine brand (B)(4) with attachment for ao pro 2040 reamer) at 8 and advanced by half till 10.5. The reamer fractured on the proximal part, at the first spring. The reamer was into the patient at mid-diaphysal, in downhill position. The surgeon removed everything and took a new guide and a second reamer in size 10.5 to finish his medical gesture. The second reamer opened in mid-diaphysal, downhill position. Everything was blocked and the surgeon took everything out with arm strength using an american wrist and a ground. The surgeon changed again the guide and passed the guide size 11. Everything went smoothly and procedure could resume." The patient was (B)(6) and with dense cortical and a very narrow canal at the tibia. He was treated normally with a nail diameter 9.